Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm observed the ECG cable was worn and lead wires were full of debris. The stm replaced the ECG cables and the lead wire cables and performed all calibration, functional and safety tests to meet factory specifications. The iabp was returned to the customer and cleared for clinical service. Full name of event site: (B)(6).

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) displayed a strange waveform. The customer used a back-up iabp to continue patient therapy. It was later reported that the customer stated the waveforms were not properly shaped. There was no patient harm and no adverse event was reported.